Manufacturer narrative:
The insulin pump was received with a33 error alarm during basic occlusion test due to loose protruded drive support disk. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken battery cap, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have lost insulin pump on a boat last summer. Customer found insulin pump and received a compromised forced sensor alarm during priming. Customer states drive support cap was loose. Customer's blood glucose was unknown. Customer was treating with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.